Manufacturer narrative:
(B)(4). Evaluation summary: a review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Evaluation of the returned device found blood on the handle and in the distal sheath, consistent with handling. No saline was visible. The handle was returned disassembled and the internal mechanisms were returned as loose components, consistent with the reported disassembly and manual deployment. The gear was not returned. All returned handle components appeared undamaged. The distal sheath was noted to not be retracted, but as the stent was not returned (and not in the distal sheath), full stent deployment and subsequent re-advancing of the sheath is likely. It was noted that the stabilizer was advanced 50 cm distal to the luer and that this distal end was at the proximal end of the strain relief, consistent with handling the device without the support of the handle. A kink was noted in the shaft, approximately 20.5 cm distal to the proximal end. Given that the severity of the kink would have prevented stent deployment and that it was reported that the stent was able to be deployed, this kink would have happened after the procedure and was likely due to handling. Factors which may contribute to difficulty deploying a self-expanding stent may include, but are not limited to, manufacturing issue in the handle assembly, separation in the outer member, tortuousity, and physician technique. As manual disassembly of the handle reported allowed deployment, a separation appears unlikely. It was reported that in this case, the device was used in the sfa. Per the instructions for use (IFU): the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. There is no indication that this use caused the reported event. There is no indication of a lot specific product quality deficiency. In this case, the cause for the noted difficulty in deployment is unknown.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during a mid to proximal superficial femoral artery (sfa) stenting procedure, the absolute pro was advanced to the lesion. The thumbwheel was turned to deploy the stent. After one third of the stent was deployed, the thumbwheel began to spin freely. Unable to fully deploy the stent, the handle was disassembled in order to manually and successfully deploy the stent in the target lesion. There was no adverse patient sequela. Although requested, there was no additional information provided.